Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape ; common device - the correct common device is indicator, chemical; catalog number - the correct catalog number is 14202.

Event description:
An international customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® 100nx express cycle. The affect load was released for use on patient(s). There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review system risk analysis (sra). The sra indicates the risk associated with the reported event is low with exposure to biohazardous, pathogenic or infectious material as "limited." As the lot number was not available, device history record (DHR) and lot trending could not be evaluated. A definitive assignable cause for the event could not be determined. The issue will continue to be tracked and trended.